Manufacturer narrative:
Additional information: section b.3, d.6b, e.1, h6. Advanced bionics considers the investigation into this reportable event as closed. The recipient underwent a successful repositioning surgery on february 23, 2026. The recipient's device was activated. The pressure sensation has resolved and the recipient has healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device migration. The recipient is presenting with a pressure sensation. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.